Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Additional information was requested, and the following was obtained: the linx device is too tight and not allowing food to properly pass through the sphincter. The restriction was thought to be caused by accumulated scar tissue rather than the device being too small in diameter. Two dilations were performed. Roughly 2 months after the second dilation, the patient feels that the problem has been corrected 95%. We are optimistic that this solution will provide relief for an extended period. It was determined that there never was a reflux problem with acid of bile coming back up from the stomach through the device -- it was the opposite - foods and liquids could not get down through and were actually starting break down above the sphincter leading to foul tastes and irritation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the product code of the linx device? What is the lot number of the linx device? When was the linx device implanted? If there are any other issues that occurs with the patient, please let us know and reference the product complaint number (B)(4).

Event description:
It was reported that the patient had a linx implanted 3 years ago. The patient is experiencing problems. The patient has been experiencing poor qol for about 1 year since her symptoms returned. She has barrett's esophagus.